Event description:
It was reported that the patient's electrodes have come off the nerve and appear to be horizontal as opposed to vertical. Patient is experiencing neck pain. The area was tender but not red. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.